Event description:
It was reported that the programmer fan was noisy. The programmer and radiofrequency (rf) head were returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the fan was noisy. Analysis also found that the electrocardiogram (ECG) connector was loose on the circuit board. (B)(4): analysis found that the cable was out of electrical specification.